Event description:
During remote follow-up, noise leading to oversensing and episodes of inappropriate automatic mode switch was observed on the right atrial (ra) lead. The cause of the noise could not be conclusively determined. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.